Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump redirected the customer to perform the load fill tubing sequence multiple times. Customer's blood glucose level was 420 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain alternate therapy for diabetes management.